Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the aorta following deployment. Subsequently, a non-medtronic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.